Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose of 323 mg/dl while the ilet pump limited insulin deliveries during its learning period, and the device provided a high glucose alert; the user was advised on viewing insulin delivery graphs and to monitor for improvement, with glucose starting to decline by the end of the call. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with review of device behavior during the learning phase. Investigation of this case revealed no device malfunction identified, with cause of the hyperglycemia unclear and no component-specific failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.